Manufacturer narrative:
Investigation confirmed the surgical case was completed with screws that deviated from the plan. The screws were repositioned intra-operatively to new trajectories without use of the excelsius gps system. The user technique resulted in poor registration. The system alerted the user of a shift in the registration. The user chose to continue with the shifted scan.

Event description:
It was reported that four pedicle screws were not placed according to the screw plan using the, excelsius gps system, at the l3-4 level. Intra-operative imaging showed that the two left screws were placed medially and the two right screws were placed laterally. The screws were removed and placed without use of the system.